Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the customer experienced a drawer failure. The affected drawer repeatedly fell and did not remain secured. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failure was present on the station. The field service engineer (fse) then opened test application, configuration was compared against the physical layout, revealing multiple inconsistencies. The fse corrected the configuration to match the actual configuration. The system functioned as intended after the field service engineer had repaired the device.